Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but not used during implant. It was noted that the lead screw would not retract all the way. A different lead was used instead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.